Manufacturer narrative:
Approximately 82cm of the lumbar catheter was returned. The returned catheter was patent. However it did not meet the requirements for leak testing. A distal flow hole was observed to be torn at the distal end. It is unknown how or when this damage occurred. The catheter met all of the requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid possible transection of the catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the tuohy needle, guidewire, and the catheter must be removed simultaneously. There was proteinaceous debris noted on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of the manufacture.

Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was ruptured during the procedure. It was unknown if a new device was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.